Event description:
Customer did not many details about the event, including the date it occurred. He reported that he removed the device because his blood glucose reached 306 mg/dl. He noticed that the adhesive wet so figured the cannula was pulled out, but didn't observe it out of the skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or mfg defect could have contributed to the reported hyperglycemia. The customer reported wetness on the adhesive pad and that the cannula may have dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."